Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The 8mm large hem-o-lok clip applier instrument was analyzed and found to have the cable crimp from wrist control cable dislodged. As a result, the cables appear to be broken but it is not. The cable crimp is captured inside the welded grip. The complaint was confirmed by failure analysis.

Event description:
It was reported that during a da vinci-assisted inguinal hernia - unilateral surgical procedure, large hem-o-lok clip instrument was used for a surgical task and failed to clamp the clip. Use of the instrument was discontinued, and it was replaced to the backup. The user completed the procedure using the same system. No known impact or patient consequence was reported.